Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 06/27/2007 and 06/28/2007 by phone, mail and fax. Additional information was received 06/27/2007, 07/10/2007 and 07/19/2007 by phone and fax.

Event description:
A consumer reports that following intraocular lens (iol) implant surgery, he experiences blurry near and distance vision. The consumer had prk following surgery for astigmatism. The surgeon feels this is a brain adaptation issue, not a lens issue.